Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using hawkone directional atherectomy along with a 7fr sheath, spider fx guidewire and 7mm embolic protection during procedure to treat a severely calcified lesion in the right common femoral artery (cfa) with 90% stenosis. The vessel was none tortuous. The vessel diameter and lesion length were 7mm and 30mm respectively. The vessel was not pre or post dilated. IFU was followed. During withdrawal, severe resistance was felt and the tip detached in vivo but did not separate at hinge pin. It was reported that wire prolapse was noted during device withdrawal, there were two loops formed. The device was stuck to the wire and the tip appeared to detach from the hawk during device withdrawal. The tip, wire and rest of the device all became stuck in the patient, could not be advanced or retracted. The up and over sheath was advanced to the opposite groin where a cut down was performed to remove the tip, spider and device. Upon inspection, the tip had not detached but the wire was tightly wound round the device so it would not move/ could not be retrieved in any other way. Cut down of common femoral artery was done to retrieve all components (spider, hawk). No further patient injury reported.

Manufacturer narrative:
Additional information: the cutter was inside the housing when removed from patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis visual inspection: debris was observed inside the filter basket part of the capture wire returned wrapped around the tip of the hawk device multiple kinks was observed on capture wire the capture wire was wrapped around the tip of the hawk device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.